Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last couple of days, they have had a problem in that they got a message on their controller that said settings not available when they went to charge their implant in the evening(s). Patient also reported that the last two days when they went to charge the implant in the evening, the implant was at 70% when it would usually be at 30%. Patient was concerned over the implant battery levels not decreasing as usual. Patient went back into their therapy settings and found that in group b on program 3 and 4 they couldn't get the intensity back to what they had it on. Patient noted their intensity in group b, program 3 and 4 was 4.2 but was supposed to be 4.6. Patient confirmed they tried changing groups and intensities at the beginning but mentioned that group b works the best for them. Patient confirmed that they had a fall on the 7th. Patient reported they didn't fall on their back, but they fell frontward on the cement floor as they got tripped up by a skid mark while picking up a watermelon. Patient noted that they fell flat on the water and got hurt on their elbows and knees, but that they didn't break anything and that their spine wasn't hurt at all and that the watermelon broke some of their fall because their head didn't hit the floor, but they got whiplash. Patient mentioned that sometimes the controller says that it was low on battery, and that it was at 100% so they would have to close it and redo it and it came back. Agent reviewed meaning of settings not available. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative in person for reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.